Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated the rv lead's helix failed to re-extend after its initial placement was changed multiple times by the implanting physician. The rv lead was explanted to solve the issue and an alternate lead was implanted. No adverse patient effects were reported.